Event description:
It was reported that the patient had blisters at the site of pocket incision. During pocket revision, more blisters were seen. The system was explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.